Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the lead exhibited high pacing impedance. This high impedance remained despite multiple repositioning attempts. The lead was removed and replaced to complete the procedure. No adverse patient consequences were reported.